Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported the following: liquid patch in touch screen. Touch screen not working. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement front panel. A return goods authorization (rga) number was also issued for the return of the alleged faulty panel for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty front panel.